Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03051. It was reported that the patients ipg and left side extension were explanted on an unknown date due to an infection. The infection was treated and has since resolved. A new ipg and extension were implanted on (B)(6) 2022.

Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product testing. The extension was returned cut and incomplete. A terminal end segment measuring 38 cm was received. It was in good condition and showed indications that it had been fully inserted inside the header of the ipg. It passed continuity testing on all channels. Production records pertinent to packaging and sterility were reviewed for the returned product and no non-conformances were found. The root cause of the infection could not be determined.